Manufacturer narrative:
Revision occurred after 16 months due to patient pain at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 16 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to pain at the implant site. A 40 mm + 6 humeral stability cup was explanted. This item was replaced with a 40 mm + 3 135/145 humeral stability cup and a 9 mm spacer.